Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results. They also stated that the measurement cartridge was replaced. Review of instrument data files do not indicate any performance issues with the sensors around the time the discordant samples were reported. The cartridge was returned for evaluation but could not be run on an internal instrument. The cartridge was disassembled and the valve seal in the luer mount was found to have a defect. This defect may have caused salt build up in the sample port/luer area, which may have contributed to the discordant results.

Event description:
The customer reported discrepant sodium, potassium and chloride results on the rp 500. There was no report of injury due to this event.